Event description:
The customer reported approximately half milliliter of blood fluid leaked from the probe area during single tube presentation involving unicel dxh 800 coulter cellular analysis system. The customer stated the blood fluid appeared to be leaking from inside the unit and onto the single tube presentation cradle. The customer had on personal protective equipment (ppe): gloves and a laboratory coat during the incident. Three patient samples were analyzed during the fluid leak but patient results were not impacted nor released from the laboratory. The customer did not have direct contact with the fluid. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this incident. The field service engineer (fse) traveled to the facility to assess the unit.

Manufacturer narrative:
The field service engineer (fse) serviced the unit on (B)(4) 2012, and observed fluid on the probe wipe and behind the barrier. The fse discovered the tubing had come off the fitting at quick disconnect 421 (qd421). The fse reseated the tubing and flushed the probe wipe to resolve the fluid leak issue. The fse verified repair per the established procedure and results conformed to the manufacturer's published performance specifications. The customer has an exposure control/risk management plan at the facility.